Event description:
Patient reports, having emergency dental work, due to a broken tooth. Dental history includes: crowns in locations: 12, 5, 15, 16, 17, 18, 31, 32, 1, 2, 13. Grinding/clenching of teeth, previous root canal treatment, use of nightguard/sleep apnea device, active periodontal disease, scaling or root planning and no braces or attachments.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.